Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Additional reason for revision: pain.

Event description:
Asr revision; right; asr xl; reason(s) for revision: unknown. Bi-lateral patient. For left side see (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, right, asr xl, reason(s) for revision: unknown. Bi-lateral patient. For left side see (B)(4). Update - added revision and surgery dates from claimsuite dated 12th november 2013. Update - added reason for revision taken from claimsuite dated 22nd november 2013. Reason(s) for revision: alval / soft tissue reaction. Update - added additional reason for revision taken from claimsuite dated 13th december 2013. Reason(s) for revision: pain. Update - filed in mw fields, received confirmation that revision has taken place. Taken from (B)(6) 2014.